Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that, upon removal of sensor, due to pain, a portion of the sensor wire appeared to be missing. At the time of the call to technical support, the patient reports pain and slight discomfort at insertion area.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.